Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open and the articulation joint was damaged. The device was released with the manual knife reverse switch. The device was used on the rectum. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient. Additional infomation in h10.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with an ecr60b cartridge loaded. The cartridge was received unfired and in good visual conditions. After further analysis the articulation mechanism was noted to be damaged making the device non-functional. The device was disassembled to verify the internal components and it was noted that the articulation link and articulation connector were damaged making the device non-functional. No conclusion could be reached on what caused the damage to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components, breaking the articulation bar and distal channel retainer. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.